Event description:
It was reported that the pump exhibited damages and had a burnt odor. There was difficulty separating the battery/wifi module from the device. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board capacitor. Further investigation to be performed to determine the root cause. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.